Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after being out in the rain the device would intermittently not acquire a 12 lead ECG. There was no reported patient involvement/adverse patient impact.